Event description:
The customer reports: the trauma doctor placed the wire thru the introducer needle. When trying to dilate femoral artery the doctor felt resistance. When the wire and dilator was removed the wire had unraveled and broke in half. The doctor applied pressure to the abdomen and the remaining wire appeared and was recovered.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). A patient death was reported. The doctor at the user facility told the teleflex sales rep. That the device did not contribute to the patient's death as the patient had a gunshot to the aorta.

Event description:
The customer reports: the trauma doctor placed the wire thru the introducer needle. When trying to dilate femoral artery the doctor felt resistance. When the wire and dilator was removed the wire had unraveled and broke in half. The doctor applied pressure to the abdomen and the remaining wire appeared and was recovered.